Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report difficult clip deployment. It was reported this was a mitraclip procedure performed to treat grade 3 degenerative mitral regurgitation (mr). The clip was advanced to the mitral valve and the clip was placed in a2/p2. However, during clip deployment the clip did not release. The clip angle was readjusted via the stabilizer, enabling the l-lock tabs to release the clip for deployment. The clip was implanted, and mr was reduced to <1. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no other similar complaint reported from this lot. All available information was investigated, and a conclusive cause for the reported difficult deploying the clip could not be determined in this complaint. There is no indication of a product issue with respect to manufacture, design or labeling.na.